Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported inomax ds # (B)(4) readings fluctuated between minus to 20 parts per million (ppm). The device is in transit for investigation. The supplemental report will be submitted within 30 days of completion of the investigation.

Event description:
On (B)(6) 2010, a respiratory therapist reported inomax ds # (B)(4) had readings fluctuate between minus 5 to 20 parts per million (ppm) while on a pt. A low calibration did not fix the problem so the device was replaced with another unit. The respiratory therapist stated there was no impact to the pt and no adverse event occurred. Ikaria technical support had the respiratory therapist power on the inomax ds, # (B)(4) device, and while sampling room air, the unit continued to fluctuate significantly. The device was removed from service by the customer and returned to the company for investigation.